Manufacturer narrative:
Product analysis #: 703831976, part #: 8756481, lot #: pm16k005. Visual optical visual and optical inspection confirmed one of the distractor tubes is broken at the level of the welding. No defects were found at the level of the breakage. This type of breakage is consistent with an overloading of the welding by applying excessive distraction loads at the tip of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient spinal therapy for cervical myelopathy. It was reported that the pin of the distractor broke during using the pin distractor for expanding. There was patient involved in this event and no fragments were left inside the patient. No further complications reported regarding the event. The reported product broke at the welded part while expanding before inserting the implant into the intervertebral disc space. The intervertebral disc space was narrow, and the mobility was difficult. The issue was dealt with using right distractor.